Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The initial report was submitted with the wrong aware date. The correct date is 22-nov-2020.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose was 500 mg/dl. After breakfast stated that she has to supplement with shots. Blood glucose value was over 400 mg/dl. Current blood glucose was 353 mg/dl. The customer experience laziness as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.